Event description:
Healthcare professional initially reported right side "exchange with no complaint against the device" and later reported "deflated" (silicone device). The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "deflated" silicone device (rupture).

Event description:
Healthcare professional reported "exchange with no complaint against the device". Healthcare professional later reported "deflated". Healthcare professional later reported "free silicone". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as fold flaw opening. Gel bleed: unable to observe. As per the investigation procedure, creases, wear abrasion and non-penetrating nick. Were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.6b., d.9., h.2., h.3., h.6.

Manufacturer narrative:
Reason for reoperation: gel bleed.

Event description:
Healthcare professional reported "exchange with no complaint against the device". Healthcare professional later reported "deflated". Healthcare professional later reported "free silicone". This record is for the right side. Device has been explanted.